Manufacturer narrative:
Device evaluation result: the customer reported complaint was confirmed and duplicated. After multiple unsuccessful lead screw rewinds with unable to proceed screens, alert 38 was annunciated. The device was opened for inspection, and a misaligned lead screw stop was found. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced recurrent stalled motor alarms and an occlusion that resolved only after changing the infusion set and supplies while using a contact detach infusion set. Symptoms included hyperglycemia consistent with interrupted insulin delivery. Outcomes included the need to replace the infusion set and resume therapy after supply change. Investigation of this case revealed that consecutive stalled motor events were associated with an occlusion at the infusion site or set, and performance returned to normal after the infusion set and related supplies were changed, indicating supply- or set-related flow restriction rather than a persistent pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was occlusion related to infusion set or consumable factors.